Event description:
It was reported, that "difficulties are being experienced passing the 14fr catheter due to the tube taking curvature of the pt's anatomy causing trach to kink and obstruct airway." There was no reported pt injury and/or change in therapy, however they had to re-intubate. The involved device has been returned and forwarded to the analytical lab for eval.